Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service found there was a deep cut on the probe unit with part of it lifting and the acoustic lens surface was damaged. There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found there was a deep cut on the probe unit with part of it lifting and the acoustic lens surface was damaged. A review of the device history record found no deviations that could have caused or contributed to the cut on the probe. The device shipped according to specifications. It has been over ten years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, other damage was found on the scope and it is likely the probe was cut due to stress or handling. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Olympus will continue to monitor field performance for this device. In addition, the scope connector cover plate was detached, the grip was scratched, the number of missing elements exceeds the standard value due to damage on the ultrasonic probe, the ultrasound image was defective due to a scratch on the acoustic lens, the adhesive around the light guide lens was peeled, the light guide lens had a snag on it due to a chip, the adhesive on the bending section cover had a discolored area and was chipped, the coating on the connecting tube was peeling, angulation was out of specification due to wear on the angle wire and a dent on the bending tube, and the universal cord was buckling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.